Manufacturer narrative:
(B)(4): eval, conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. Add'l info: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch cl2864, mfg date: 10/01/2010, exp date: 07/31/2015. In addition, a review of the batch mfg records for the possible batch number was conducted and the batch met all finished good release criteria.

Event description:
It was reported that a pt underwent an unk procedure on (B)(6) 2011 and suture was used. The needle would not pass through the tissue at the second stitch during continuous suturing at the surface of skin. The surgeon checked it, and found that the needle was broken at the tip. The needle fragment was not retrieved, it was lost somewhere.